Manufacturer narrative:
The manufacturer previously received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop sinus infections. A correction to the b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam and caused a patient to develop sinus infections, wheezing and coughing up mucus, chest congestion with cough. The patient was prescribed antibiotics in response to the reported event. The device was returned to the product investigation lab for evaluation. The internal and external aspect of the device was inspected and the manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure and airpath, suggesting a source external to the device. The manufacturer also observed evidence of water ingress on the blower and blower box of the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation but evidence of dust / dirt contamination and water ingress in the device was observed by the manufacturer, which are consistent with being from an external source.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop sinus infections. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.